Event description:
During a remote follow up, a loss of capture was noted on the device on a pacemaker dependent patient. In clinic, capture threshold was normal. No intervention was performed at this time. The patient was stable and will continue to be monitored.